Event description:
The clinician reports the implant was inserted (B)(6) 2008 in fdi 15. Primary stability not achieved and sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, bleeding and inflammation. No further patient complications were reported.